Event description:
Hcp reported catheter replaced due to dislodgment. The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.